Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from representative regarding a patient's external neurostimulator (ens). Impedance issues were initially present on all connections involving the 0 electrode. Also, set screw on battery wouldn¿t tighten. Tried to unscrew and retighten battery multiple times. Never took care of impedance problem. And then noticed the set screw wouldn¿t tighten and lead could be pulled out after placing it. The issue was resolved with the replacement of a new battery. No patient symptom reported.

Manufacturer narrative:
Product ID neu_wrench_acc lot# unknown serial# implanted: explanted: product type accessory device received, analysis summary will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis of the implant neurostimulator with serial number (B)(4) determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.